Event description:
It was reported that the patient experienced a prolonged low blood glucose episode while using a libre 3 plus cgm, with a lowest reported reading of 52 mg/dl over approximately two hours and self-treated with oral glucose sources including a mini soda and glucose tablets; the patient was unsure of the cause, though prolonged time since last meal was considered but not confirmed, and no device-specific component issue was identified. Symptoms included hypoglycemia. Outcomes included a serious impact characterized by the need for unexpected medical intervention in the form of medication or oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or a specific device component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.